Event description:
The facility biomed reported a colleague infusion pump in which the battery does not function. This condition was found upon power up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 550 was not confirmed or duplicated by baxter service personnel. No cause was determined and no repairs made by the service facility regarding the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump in which the battery does not function was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that both the event history log of the device and the service documentation review confirm the customer condition. The root cause of this condition was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Similar reports have been received for the reported problem. Should the device or additional information become available, a follow-up medwatch will be submitted.